Manufacturer narrative:
According to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation surgery has not been fixed yet.

Event description:
A decline in the number of active channels has been observed for this patient. Hearing has been affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decline in the number of active channels has been observed for this patient. Hearing has been affected. Results were normal in (B)(6) 2016. Re-implantation was recommended by the clinic though no date is known at this time.

Manufacturer narrative:
Additional information: as per new information received, the device was explanted but has not been received yet for investigation. Previous results are still applicable.

Event description:
A decline in the number of active channels has been observed for this patient. Hearing has been affected. Patient re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
A decline in the number of active channels has been observed for the recipient. Hearing has been affected. The recipient was re-implanted.